Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient attempted to turn on stimulation but was not able to in (B)(6) 2016, the week prior to (B)(6) 2016. The patient had not used stimulation in about six months because his pain had decreased. It was noted that the patient had not yet been seen by the rep. The rep was to see the patient on (B)(6) 2016 and the rep would determine if the ins was off or depleted. The patient stated that the ins was also moving in the pocket and a flipped ins was suspected. Additional information received from the rep reported that the batteries in the patient programmer were empty. New batteries were used and was able to turn on the stimulator. The patient had received adequate stimulation coverage. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.